Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported "air in line alarm", which was not reproduced during evaluation. A review of the event history log found the presence of "air-in-line!" But there is no conclusive evidence whether true or false alarms. The device was sent for additional upstream air testing with passing results. No failed component could be found. Should additional relevant information become available, a supplemental report will be submitted.